Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 19mm trifecta valve was implanted in the aortic position. In 2021, the patient had an echocardiogram which revealed that one leaflet of the valve had no motion at all. A transcatheter aortic valve implantation (tavi) was considered, but the patient also had mitral valve insufficiency. The decision was made to perform a double valve replacement surgery of both aortic and mitral valves. On (B)(6) 2022, the 19mm trifecta valve was explanted from the aortic position and replaced with a 19mm non-abbott valve, performing aortic annulus enlargement. During the surgery, a 27mm epic valve was also implanted in the mitral position. It was reported that the patient had post-operative bradycardia, and a permanent pacemaker implant was required. The patient also had intermittent atrial fibrillation post-operatively.

Manufacturer narrative:
Explant due to one of the leaflets of the valve not having any motion was reported. The investigation found that there was circumferential fibrous pannus ingrowth on the inflow surface of the valve which narrowed the inflow diameter. Leaflets 2 and 3 contained calcifications. Leaflet 2 was torn. There was fibrous pannus ingrowth on the outflow surface of leaflet 2. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet tear could not be conclusively determined; however, the tear was associated with calcifications, and the calcifications noted could have contributed to the reported leaflet immobility.

Event description:
Subsequent to the previously filed report, additional information was received that the patient experienced dyspnea with minimal effort. The aortic insufficiency was grade 2. The valve was reported to have structural valve deterioration (svd). The explanted valve had calcification of the non-coronary leaflet. No interaction between any stent post and patient anatomy noted on explant. The sizing of the annular dimension was 19mm. The permanent pacemaker was implanted due to complete atrioventricular (av) block. The patient has since recovered and been discharged.